Event description:
It was reported that the customer's insulin pump alarmed during the priming process. Her blood glucose was 596mg/dl at the time of reporting, which she had not treated on account of not feeling bad. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion due loose drive support disk. Compromised force sensor system alarm was not verified due to slightly loose drive support disk. The device had cracked case at display window corners, cracked reservoir tube lip, cracked belt clip slot, and minor scratches on display window.